Event description:
According to the event description: (B)(6) 2025, 1730hrs, underwent "right craniotomy and debulking of tumor". 2200hrs, she was fetched from mot with IV fentanyl at 30mcg/hr via syringe pump. 0327hrs, dose was increased to 40mcg/hr as pain score increased from 0/10 to 5/10. 0600hrs, sn a supposed to zero pump required but she was occupied. 0700hrs, sn b passed by the patient's room and heard alarm of pump. She went in and turned off the pump as the syringe was almost empty. She came out and informed both sn a and ssn c (morning duty staff) who were handling over report. Both went in the room and ssn c remembered that the remaining volume should be last for another five hours. Thus, the error was discovered as the pump shown infusion rate at 40ml/hr instead of 40mcg/hr. A. From 0700hrs to 0730hrs, total 20ml = 200mcg of IV fentanyl was administered. Sn a operated the pump wrongly during zeroing. She could not recall how she did it but entered 40 without realizing the unit was ml/hr,"

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400734502. As no sample was announced, the history log files were analyzed. On (B)(6) 2025, a new therapy was initiated immediately after the ongoing vtbi therapy was stopped at 07:08 a.m., with a vtbi of 20.56 ml and a flow rate of 40 ml/h. The therapy started at 07:08 a.m., and by 07:32 a.m., both the vtbi near end and syringe near empty alarms were triggered, followed by therapy termination at 07:40 a.m. Due to the vtbi end alarm. The therapy was restarted at 07:47 a.m. After alarm confirmation, but the syringe near end alarm occurred immediately, and the therapy was completely stopped at 07:48 a.m. As stated in the complaint, the intended infusion rate was 40 mcg/hr; therefore, the over-infusion resulted from an incorrect therapy setting (40 ml/h instead of 40 mcg/hr) and was not caused by any pump malfunction. The defect could not be confirmed. A handling error occurred. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.